Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/09/2013 with the following findings: during testing, the patient¿s recorded settings and the reported blood glucose on the event date were used and the pump correctly calculated a bolus. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump¿s history. The keypad buttons were tested and no hypersensitivity was found. The pump successfully completed 29 hour flow accuracy test and was found to be delivering within the specification.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly when the ezbg bolus feature was used for a bg of 321mg/dl the pump recommended 21.55 units, which was reported to be an unusually large recommendation for the patient according to other pump settings. The reporter stated when the ezbg bolus was attempted a second time, the pump recommended 0.75 units, which was an expected recommendation according to pump settings. The reported bg of 321mg/dl does not meet criteria for a serious injury. This complaint is being reported because the reported issue with the ezbg bolus amount recommended was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.